Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 164 mg/dl (aviva combo) and 64 mg/dl (aviva connect). The customer was having symptoms of hypoglycemia. The customer was disoriented when the results were taken. The customer was given glucose via IV. No other information was provided regarding this incident. On the same day at an unknown time, the customer received a result of 117 mg/dl on the aviva combo. The customer was unconscious and the customer's sister treated her with glucagon. No other information was provided regarding this incident. Return of the suspect device was requested for evaluation.